Event description:
A malfunction alarm, specifically malfunction code "malf 0," was reported by the customer, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump. After resetting, the malfunction did not recur, and the customer continued to use the pump for insulin therapy.